Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of the valve leak test and microscopic analysis was performed which identified: creases flat, wear abrasion, and delamination valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "right side rupture" of a saline implant. Device remains implanted.